Event description:
The customer reported that there was current leakage from a monitor. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was current leakage from a monitor. No patient harm was reported. Philips has no indication at this time that the amount of current leakage posed a health risk, but philips will report this in abundant caution. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.